Event description:
Provider states: rubber/urethane on caster is soft and coming off/splitting.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.